Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of the monitor not powering on was confirmed and the circuit board was faulty. In addition, there was bezel corner damage on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer, while prepping high definition lcd monitor for use they found the monitor will not power on. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon is likely to have occurred due to a poor g1 board. Olympus will continue to monitor field performance for this device.